Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician noted foam particles in the device assembly. Additionally, the service technician also noted error codes 51 (err corrupt compliance log), 53 (err comp log sem timeout / failed component pca "[printed circuit assembly]"), 55 (err therapy queue full), and error code 66. The device was contaminated with dust/dirt inside. The device was scrapped by the service center after the evaluation was completed.